Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was an accidental lead cut due to the ipg being implanted backwards. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
During a planned ipg replacement on (B)(6) 2024, the csl was discovered to be accidentally cut when the pocket was opened. It was noted that the lead impedance had been steady at approximately 750 ohms prior to the procedure. The physician stated the ipg had been implanted backwards, leading to the accidental cut lead when the pocket was opened. No symptoms or adverse event was reported. A lead replacement procedure occurred successfully on (B)(6) 2024. The lead impedance was normal following the replacement, and the patient was doing well.